Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/15/2010, 02/23/2010, and 03/01/2010 by phone, fax, and mail. A completed questionaire was received on 03/01/2010. (B) (4). (B) (4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the haptic being outside the capsular bag. In a follow-up, the surgeon reported that, initially, the iol was in the capsular bag; but dislocated later with the haptic being outside the capsular bag. The haptic caused rubbing on the iris which led to inflammation and bleeding. The patient was treated with medication for recurrent iritis, hyphema and vitreal hemorrhage. The surgeon reported elevated intraocular pressure (iop) after the initial implant surgery. He also stated that synechiolysis was done during the exchange.